Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the pump was returned to mmdg for investigation the bt2 battery had not been charged correctly, which caused the auxiliary alarm to fail. After the pump was charged, the bt2 battery and auxiliary alarm functioned as expected.

Event description:
The initial reporter states that the pump had damages to the rear case. When the pump was returned to mmdg for evaluation, the auxiliary alarm did not operate as expected. It failed to alarm. The initial reporter stated that the complaint occurred during testing and no patient had been affected. The alarm failure was discovered at moog. (B)(4).